Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. I understand that you don¿t have any further information, but I just need to confirm that the device was not stuck on tissue. If the device was on tissue, how was it removed after the manual override would not work? Did the jaws eventually open?

Event description:
It was reported that during a laparoscopic appendectomy procedure, it was reported to me that approximately one week ago the battery would not engage and override would not work. I do not have any additional information. Another like device was used to complete the procedure. There were no adverse consequences for the patient.